Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing, resulting in an inappropriate shock. Technical services (ts) noted this s-ICD has been programmed to alternate vector since implant, with no issues up until now. The patient would be contacted to follow up in the clinic for testing. This electrode remains in service. No adverse patient effects were reported.